Event description:
The pt experienced withdrawal symptoms: sweating (diaphoresis), nausea, runny nose, rundown/very sick, diarrhea, and flu-type symptoms. A pump alarm was heard; telemetry was not yet performed. As of (B)(6) 2011, the pt heard a beeping noise coming from the pump and has been symptomatic for the last 3-4 days. The last pump refill was (B)(6) 2011, the next refill was due (B)(6) 2011. There had been no exposure to MRI. The pt saw the hcp on (B)(6) 2011. Pump delivered baclofen. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).